Event description:
A customer reported that he received an error 6 message on his precision meter and was with another customer who also received an error 6 message on their meter. The other customer within a few minutes went into a seizure and lost consciousness. The customer brought him to a health care facility where he was given an unk medication and according to the customer, within 30 minutes he was ready to go home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During a follow up call with the customer, the customer reported having expired test strips. Precision xtra meters are designed to display an error message if the test strips are expired. There is no indication of a product malfunction. Attempts have been made to obtain additional info regarding the other customer and the medical event.